Event description:
A surgeon reported that during cataract surgery, there was a rupture of the posterior capsule, and a large piece of the nucleus fell to the back of the eye. Not all of the nucleus that fell could be retrieved. An anterior vitrectomy was performed, and a three piece iol (intraocular lens) impact was placed in the sulcus. The pt was offered the opportunity to see a retinal specialist, but declined. The operating surgeon is closely monitoring the pt's visual acuity and intraocular pressure. The cause of the posterior capsule rupture is not known.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).